Manufacturer narrative:
According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea as confirmed by diagnostic imaging. A revision surgery to reposition the electrode array is planned. Additionally, it is reported that 3 electrodes were not inserted at initial implantation and received in situ measurements show one channel with high impedance and two channels involved in a short circuit. This might also have contributed to the reported reduced benefit.

Event description:
The patient reported a change in hearing. There will be a surgery to re-insert the electrode, but no date has been scheduled yet.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea as confirmed by diagnostic imaging. In addition it is reported that three electrodes were not inserted at initial implantation and received in situ measurements show one channel with high impedance and two channels involved in a short circuit. This might also have contributed to the reported reduced benefit. A re-insertion surgery took place during which a middle ear infection and soft granulation tissue was found. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. During revision surgery the active electrode was damaged and the device was had be explanted. Re-implantation on the contralateral ear is planned. This is a final report.

Event description:
The patient reported a change in hearing. During the surgery to re-insert the electrode the surgeon found the middle ear infected as well as soft granulation tissue; the tissue was removed but no re-insertion of the electrode was possible. The user will be implanted on the contralateral side in 6 weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported a change in hearing. There will be a surgery to re-insert the electrode.